Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the patient was driving in a car when his system controller alarmed loudly several times and then stopped. The patient came immediately to the hospital to be checked out. The patient was hooked up to a system monitor. The system history was obtained, which showed multiple pi events as well as low speed, low voltage, and pump off alarms. Each pump off alarm was associated with a power spike. Patient also stated that he felt a "thrill" in his chest and felt his pump was working differently. The pt was switched to his backup system controller. Once switched, the patient immediately stated that the "thrill" went away. The power reading from the new system controller went back down after the switch.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.